Manufacturer narrative:
Additional information received indicating the device causality was unrelated, and therefore, this event no longer meets reportability requirements.

Event description:
Additional information was received indicating an unvalidated injector was used to complete this surgery. Also the outcome according to the surgeon was subjective and there was no issues reported with the lens. It is noteworthy to mention that the replacement iol was of a different model and diopter.

Event description:
It was reported by the consumer that one day after implantation of an intraocular lens (iol) into the right eye (od), they experienced a change in color perception, watery eye that felt heavy, and blurry vision. Allegedly, the antibiotic used by the surgeon caused worm like shadows causing obstruction of view on the right outer side. The surgeon indicated all measurements looked good, however five months after implantation, a successful lens exchange using a different model lens was completed. Additional information has been requested of the reporter, but not received.

Manufacturer narrative:
Per the reporter, the device is not available for evaluation. Additional information has been requested of the reporter, but not received. The device history record (DHR) review did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information provided, a root cause could not be conclusively determined.